Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon boot up and the service indicator was illuminated. The customer also advised the keypad leds did not illuminate as during a normal boot up. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon boot up and the service indicator was illuminated. The customer also advised the keypad leds did not illuminate as during a normal boot up. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control contacted the customer and was made aware that the device was not repaired and was permanently removed from service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.